Manufacturer narrative:
The consumer has not returned the product. A follow up report, if applicable, will be submitted if and when additional information is received from the consumer.

Event description:
Consumer claims that the pad overheated burning his back and sheets. Consumer claims that he was using the pad for his aches and pains. He had the temperature on low for 8-10 min. He was laying on the pad. There was a "mini" fire which damaged his mattress which is 8-10 years old.